Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially called to report that he was having connection issues with the sensor. During the call, the customer reported that his plod glucose was high at 500 mg/dl at the time of event. The customer treated with a bolus and his blood glucose went down to 192 mg/dl. Customer would be starting a new sensor and call back if issue persists. The customer declined troubleshooting the insulin pump.